Event description:
During an embolization procedure, the enterprise vrd (enc452812/10049498) was deployed extending from left pca across the neck of the aneurysm into the ba. The result was satisfactory. Then, an excelsior sl 10 microcatheter was placed into the aneurysm and three coils were placed with no issues noted. However, during the course of coiling the 4th coil (details unknown), angiography showed the thrombus formation at the distal end of the aneurysm neck and within the enterprise vrd. Therefore, intravenous ozagrel sodium (40mg) with saline (100ml) along with aspirin (300mg) was administered. In addition, ozagrel sodium (40mg/5ml) was intra-arterially infused. Despite the treatment, angiography showed another thrombus in right pca so another ozagrel sodium (40mg/5ml) was intra-arterially infused followed by an intra-arterial infusion of t-pa (total 2,370,000u). By doing so, the thrombus in right pca finally disappeared. A minor thrombus still remained in left pca but the satisfactory flow was confirmed to the vessel, therefore, the procedure was completed. After the coils were place, no coil or coils protruded from the target aneurysm. During initial angiography, no thrombus was present, and there no complications during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the enterprise stent was fully expanded, apposed to the vessel wall and in a stable position. No other procedures are scheduled, and no further information was available. The following day, angiography showed no thrombus in both side of the pca. The CT showed a minor infarct area but there was no neurological symptom observed pre/intra/post procedure. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was unrelated.

Manufacturer narrative:
There was no information regarding medical history, characteristics and size of the aneurysm or the size of the parent vessel. No information regarding mrs, act, inr, pt, and ptt. The antiplatelet therapy included cilostazol 100mg, and clopidogrel sulfate 75mg (duration is unknown). The devices utilized during the procedure included; a chikai 14/asahi intecc, a 7fr brite tip, an excelsior sl10/stryker, a prowler select plus(details unknown), and a hyper form/covidien (B)(4). Other than these devices, no further information was available and procedural images are not available. The product remains implanted and is not going to be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10049498. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an enterprise vrd assisted coil embolization procedure there was thrombus formation. After treatment with intra-arterial thrombolytics, minor thrombus remained, but with satisfactory flow. Follow-up CT the following day revealed no thrombus; however there was a minor infarct area without neurological symptoms. The enterprise vrd ((B)(4)) was deployed extending from left posterior cerebral artery (pca) across the neck of the aneurysm into the basilar artery (ba). The result was satisfactory. Then, an excelsior sl 10 microcatheter was placed into the aneurysm and three coils were placed with no issues noted. However, during the course of coiling the 4th coil (details unknown), angiography showed the thrombus formation at the distal end of the aneurysm neck and within the enterprise vrd. Therefore, intravenous ozagrel sodium (40mg) with saline (100ml) along with aspirin (300mg) was administered. In addition, ozagrel sodium (40mg/5ml) was intra-arterially infused. Despite the treatment, angiography showed another thrombus in right pca so another ozagrel sodium (40mg/5ml) was intra-arterially infused followed by an intra-arterial infusion of t-pa (total 2,370,000u). By doing so, the thrombus in right pca finally disappeared. A minor thrombus still remained in left pca but the satisfactory flow was confirmed to the vessel therefore the procedure was completed. After the coils were place, no coil or coils protruded from the target aneurysm. During initial angiography, no thrombus was present, and there no complications during the procedure that may have contributed to the event. During the event, the enterprise stent was patent, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position. No other procedures are scheduled, and no further information was available. The following day, angiography showed no thrombus in either of the pcas. The CT showed a minor infarct area but there was no neurological symptom observed pre/intra/post procedure. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was unrelated. There was no information regarding medical history, characteristics and size of the aneurysm or the size of the parent vessel. No information regarding stroke scores, act, inr, pt, and ptt. The antiplatelet therapy included cilostazol 100mg, and clopidogrel sulfate 75mg (duration is unknown). No further information is available and procedural images are not available. The product remains implanted and is not going to be returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot (B)(4). The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent thrombosis and stroke are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.